Event description:
A pediatric patient sustained lacerations to the parietal glabellar, and maxillary regions, consistent with an unwitnessed dog bite. The patient treated at the local emergency room where the glabellar and maxillary lacerations were closed with topical adhesive. Staples were used to close the partial laceration. A few hours after discharged from the emergency room, the patient developed mild right periorbital erythema in association with fever, decreased appetite, and lethargy that worsened during the next day. On examination at the children's hospital, there was moderate periorbital and preseptal erythema and edema involving the upper and lower lids, more marked on the right than left. A CT scan performed on admission confirmed the diagnosis of preseptal cellulitis with evidence of spread across the nasal bridge to the superomedial preseptal soft tissues of the left orbit. The topical adhesive was removed and the wounds were irrigated with bacitracin solution. Therapy with intravenous antibiotics was initiated and she improved rapidly over two days.

Manufacturer narrative:
(B)(4). Cellulitis occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.